Manufacturer narrative:
(B)(4). Batch # unk. Additional information: see attached medical records. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient underwent a laparoscopic sleeve gastrectomy. Operative note provided states sleeve has started using green load without reinforcement to reduce the size of the antrum and sleeve was shaped using green loads with peri strips. No difficulties are noted with any devices and a leak test was performed that ¿did not reveal any leaks.¿ operative note further states egd during the leak test demonstrated an ¿appropriately sized sleeve without any narrowing or kinking.¿ ten days later, the patient underwent an egd with stent placement due a fistula approximately 5mm in length on the sleeve staple line about 1-2cm below the gastroesophageal junction. The patient¿s stent was removed the following day after numerous episodes of bradycardia with syncopal episodes. Limited medical records are provided and no information as to whether any further intervention was required to treat the fistula is available.

Manufacturer narrative:
(B)(4). Date sent: 8/24/2022 additional information: see attached medical records.